Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Reference related MFR. Report # 2015691-2024-05075. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined and revealed valve frame damaged/distorted/canted with one bent strut exposed through the skirt at the inflow side. Patient screening imaging was provided and also revealed the patient's right iliac artery had presence of tortuosity in the anatomy. In this case, the complaint of frame damage was confirmed based on relevant imagery provided and the returned device. Available information suggests procedural factors (high push force) likely contributed to the event as reported "during a right-side transfemoral tavr...the valve would not advance past the femoral head and at the partially expandable portion of the esheath+". In addition, a bent strut was observed at the inflow side of the valve. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, the valve would not advance past the femoral head and at the partially expandable portion of the esheath+. While observing the whole system, which was removed as a single unit (esheath+, commander delivery system and valve), it was noted that the valve strut was protruding from the first esheath+. A new system was used. The second valve was advanced more slowly under x-ray, and was successfully implanted without issues. Per report, there was no vascular injury and the patient was transferred to the intensive care unit (ICU) in stable condition.